Event description:
It was reported that the right atrial (ra) lead was undersensing and it resulted in the implantable cardioverter defibrillator (ICD) delivering inappropriate therapy. The ICD delivered anti-tachycardia pacing therapy which was not successful in term rhythm and a shock was delivered. The rhythm/rate then fell below zone. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.   Concomitant products: 5076 implantable pacing lead, implanted: 2006. (B)(4).